Manufacturer narrative:
The returned test strip vial was inspected. The desiccant and vial cap were acceptable in appearance and there was no obvious reagent discoloration. The vial labeling was damaged. Testing was performed using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. The vial integrity of the returned vial was tested and passed.

Manufacturer narrative:
The customer's meter was returned for investigation, where it was tested using retention test strips and retention controls. Control ranges: level 1 = 30 - 60 mg/dl. Level 2 = 261 - 353 mg/dl. Testing results: level 1 = 44 mg/dl, 44 mg/dl, 44 mg/dl. Level 2 = 296 mg/dl, 288 mg/dl, 287 mg/dl. All returned results are within the acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial numbers (B)(6). Samples from the patient were collected from an arterial line between 11:32 and 11:35, then tested on the three different meters. The arterial line access was properly cleaned before each sample was collected. A sample was tested on meter serial number (B)(6), resulting in a glucose value of 25 mg/dl. A sample was tested on meter serial number (B)(6), resulting in a glucose value of 30 mg/dl. A sample was tested on meter serial number (B)(6), resulting in a glucose value of 56 mg/dl.

Manufacturer narrative:
The meter and test strips were requested for investigation. A replacement product was sent. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-check inform ii strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. H3 other text : na.